Event description:
Pump declared altitude alarm 21, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer did not report this issue with the same pump within the past month, and the insulin was not suspended due to the condition. Customer replaced cartridge to resolve the issue, and pump resumed normal operation. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.